Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 619695, 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, hormonal imbalance, polymenorrhea, menorrhagia, vaginal bleeding, left lower quadrant pain, lymphocytic colitis, nabothian cyst, ovarian cyst and constipation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("vaginal irritation") and fatigue ("fatigue,"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy, and abaltion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vulvovaginal discomfort and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: device was in good position with 5 trailing coils. Another device was used on the left side with excellent deployment with 4 trailing coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirms occlusion of both fallopian tube.. Ultrasound pelvis - on (B)(6) 2016: impression: 1.there are bilateral simple ovarian cysts which need no further evaluation. 2.there is a 2.2 mm anechoic area in the fundal portion of the uterine cavity which may represent a small amount of fluid.; on (B)(6) 2018: impression: 1. Simple right ovarian felt to be a functional cyst 2. Essure device 3. Nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal irritation. Lot number: 619695 manufacture date: 2009-02 expiration date: 2012-02. Lot number: 629301 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 619695, 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, hormonal imbalance, polymenorrhea, menorrhagia, vaginal bleeding, left lower quadrant pain, lymphocytic colitis, nabothian cyst, ovarian cyst and constipation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("vaginal irritation") and fatigue ("fatigue,"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy, and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vulvovaginal discomfort and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: device was in good position with 5 trailing coils. Another device was used on the left side with excellent deployment with 4 trailing coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirms occlusion of both fallopian tube.. Ultrasound pelvis - on (B)(6) 2016: impression: .there are bilateral simple ovarian cysts which need no further evaluation. .there is a 2.2 mm anechoic area in the fundal portion of the uterine cavity which may represent a small amount of fluid.; on (B)(6) 2018: impression: simple right ovarian felt to be a functional cyst. Essure device. Nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal irritation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.